Event description:
It was reported by the customer that the cot was tipped over with a patient on board. The customer stated that the healthcare providers were pushing the cot and a wheel went into a sandy divot which contributed to the alleged event. It was reported that the patient received contusions on their head, as well as a contusion and abrasions on their right shoulder. The patient was then taken to the emergency room and received a cat scan and x-rays, which did not reveal any further injuries.